Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the right ventricular (rv) lead it was noted that the lead was implanted with a competitor device and with this combination the device is occasionally reporting "spikes" in one of the lead impedance measurements.  The lead has been tested and they determined that there is no issue with lead integrity. The healthcare professional has reached out to the device competitor manufacturer regarding this issue and the competitor manufacturer states that this is a result of an interaction between the device minute ventilation feature and lead impedance measurements and that they will have a software update to prevent these inaccurate impedance measurements.  The rv lead remains in use.  No patient complications have been reported as a result of this event.